Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17740023l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: soundstar eco sms 8f catheter, us catalog #: 10439011, lot #: e8087479. C3 ez steer cs with auto ID, us catalog #: bd710df282ct, lot #: 17762412m. Webster cs with auto ID, us catalog #: d135303, lot #: 3000485m. Carto 3 system, us catalog #: fg540000, serial (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and surgical intervention. After ablation, the patient became hypotensive and a pericardial effusion was detected via ultrasound. Pericardiocentesis yielded an unspecified volume of fluid. A surgical intervention was performed. There were no issues or errors reported on any biosense webster, inc. Products or equipment during the procedure. There is no information about the hospitalization. The physician did not provide a causality opinion for the cause of this adverse event. Post-procedure, when the fiberoptic cable was moved, it was damaged. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The issue with the fiberoptic cable was assessed as not reportable. The potential risk that it could cause or contribute to a death or serious deterioration in state of health was remote.